Event description:
It was reported that the patient presented in clinic for a routine follow-up. The patient was experiencing diaphragmatic stimulation, and a chest x-ray revealed the atrial had dislodged. An attempt to reposition the lead was unsuccessful, and the lead was explanted on (B)(6) 2014.